Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by eventration? Please describe the symptoms? Does eventration mean recurrent hernia? Did the patient experience a wound dehiscence? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of surgical procedure for each device that was implanted? The diagnosis and indication for each surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number for prolene mesh? Was the index hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? What was the mesh size and overlap? Was the procedure associated with this event open or laparoscopic? In what tissue layer was the mesh placed? (Onlay, retro-muscular, extra peritoneal or intra abdominal) closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? The mesh fixation technique? (Single or double crown; spacing between implants) were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? (E.g. Graspers crimping the mesh fibers) how long after the index hernia repair was the hernia recurrence first noted? Was there any triggering event prior to present recurrence? (E.g. Sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? Please provide the date and surgical findings from any reoperation performed. Mesh location and integrity at time of reoperation? Were any deficiencies or anomalies noted with mesh device during reoperation? Are there any photos available?

Event description:
It was reported that a patient underwent mesh placement on (B)(6) 2024 due to uncomplicated right para-umbilical eventration after a different mesh was placed on (B)(6) 2022. Despite several surgeries performed between 2021 and 2024, the patient continues to have recurrences and persistent pain and discomfort in the abdominal wall. Frequent pulling, regular pain and high sensitivity to touch in abdominal wall and operated areas. Several recurrences of eventration required new surgical interventions. The devices are still implanted to this day. These symptoms cause discomfort in everyday life. Additional information was requested.